Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) large volume folfusors did not flow during patient infusion. The sets were filled with 5-fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for evaluation containing 68 ml of drug solution in the bladder. A visual inspection was performed using the naked eye found drug precipitate in the solution of the bladder, and no evidence of flow coming out at the distal end of the flow restrictor. Force prime was performed several times to revive flow, but flow was not observed. The reported condition was verified. Subsequent examination on the flow restrictor revealed the cause of the flow problem was due to crystallized drug blocking the fluid path or exit at the distal end of the capillary glass located inside the flow restrictor housing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.